Manufacturer narrative:
The device was received for evaluation. An event history log review was performed which revealed a high priority alarm 20198 (door blew open when locked) on or near the reported occurrence date. The reported condition was verified. The door latch circuit was checked which found the door sense circuit to be functioning properly. An inspection of the door latch assembly found rust on the door latch / spring and door catch, however, it was undetermined if the rust was related to the reported condition. The door latch was replaced as a precautionary measure. As a result of the device analysis, there was no device malfunction found that could have caused or contributed to the reported problem; the device met specification and functioned as intended. The direct cause for the customer reported issue of repeated high priority alarm 20198 was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia v2.0 device experienced a high priority alarm 20198. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of automated peritoneal dialysis therapy. The hp stated the door was open and the device alarmed 20198. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.